Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized with high blood glucose of 400 mg/dl. Hospital staff requested for representative to come to the hospital to evaluate insulin pump. Insulin pump was removed from customer while at the hospital.